Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was advanced further, it was noted that the stent was deformed. The procedure was competed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.75 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted in the mid-section of the stent with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was advanced further, it was noted that the stent was deformed. The procedure was competed with a non-bsc stent. No patient complications were reported and the patient's status was good.